Event description:
A customer reported error message ¿4253 wash-syr home overrun¿ on the aia-900 analyzer. Prior to the call the customer restarted the analyzer and noticed the syringe moving at a slower pace than usual before the error appeared. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event. Fse confirmed the complaint by reviewing the error logs and reproduced the error by running samples. Fse replaced the washer syringe assembly and the wash probe 1 which resolved the errors. Fse repaired and validated the analyzer by successfully performing quality control run without error and within acceptable range. No further action required by field service. The aia-900 analyzer is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from (B)(6)2021 through aware date (B)(6)2022. There were no similar complaints identified during the search period. The aia-900 operator's manual under section12: error messages states the following: (4253) wash-syr home overrun cause: the home sensor s100, which is not supposed to be activated after the wash syringe moves, was activated. A wu flag will be attached to the measurement result. Action: please contact tosoh local representatives. Check s100 and also check to see the cause of slipping, and so on, that occurs when pm100 moves to the limit side. The most probable cause of the reported event was due to the failure of the wash syringe and wash probe 1.